Manufacturer narrative:
No conclusion can be drawn at this time.

Event description:
It was reported that a patient underwent a sling procedure and mesh protrusion occurred. The physician opines that the suspected wound healing deficiency was due to an allis clamp which was torn off during the procedure. No further information was available.